Manufacturer narrative:
The customer returned an uhi-4 (serial# (B)(4)) for evaluation. A visual inspection was performed on the received condition and found a minor dent on the rear panel close to power inlet area. Noted no indication of error recorded in the error log. The device was then powered on and confirmed that the caution lamp for excessive pressure kept blinking and producing warning sounds. The set pressure indicator was initially set at 15 mmhg by user, but the measuring pressure indicator remained blank and only 1 led showed on the bar graph for the measuring pressure. Even though the insufflation was started with a full gas supply but only the co2 suction control pinch valve was working. This problem is caused by a faulty main board.

Event description:
The service center was informed that during inspection prior to the procedure, the excessive pressure alarm was noted on the device without being connected to other equipment. The was no patient involvement; therefore no injury was reported.